Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was unknown mg/dl. The customer stated that all she does is take the battery out and put it back and it will work and then it will do it again and then sometimes it will lose power. The customer used a new aaa alkaline battery and fail battery alarm recurred. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.the customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose unknown mg/dl. The customer stated that the device shows no physical damage. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer was advised that the issue will be documented.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. However, the insulin pump was received with corroded battery tube. The insulin pump was monitored and no blank display anomalies were noted. No failed battery test or low battery alarms noted. The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.